Manufacturer narrative:
Ge service rep called tech support and verified the problem was fixed and the system is working in good condition. Product monitoring contacted customer who reported from the ge service report: "after exercising all motion the system began to function normally, could not reproduce problem. Possible faulty sensor potentiometer. Right limit switch not detected. Repair calibration steps involved checked tube long sensor potentiometer and lubricated real covers. Problem did not return.

Event description:
On (B)(6): customer reports to product monitoring via phone that system lost fluoro during a cysto retrograde procedure on a (B)(6) male. Procedure was completed without fluoro. No injuries were reported.